Event description:
It was reported that the suture passer needle bent then broke while passing suture during an acetabular labrum reconstruction. The device was able to be withdrawn from the surgical site without the needle becoming completely detached. Another suture passer was utilized and again, the needle bent while passing the second suture. The surgeon opted to complete the procedure using a conventional suture passing technique. No patient injury or other complications were reported. Complaint 1 of 2 (reference (B)(4) for 2nd failed device).

Manufacturer narrative:
The returned accu-pass devices were received with their needles broken near the distal end of the outer tube. Per information provided, needle bent then broke while passing suture. The complaint was confirmed as the needles were received broken. An exact root cause could not be determined with confidence however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) tissue thickness which may have required excessive load on the needle. Tissue thickness may affect the needle penetration by requiring excessive load to be placed on the needle. The instruction for use (IFU) were reviewed and found to include precautionary statements and instructions regarding the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.